Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels of 424 mg/dl. The customer was treated with manual injection as well as insulin pump for high blood glucose level. The customer declined the troubleshooting for high blood glucose levels. The insulin pump will not be returned for the analysis.